Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient's blood glucose levels reached 20.6 mmol/l (371 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The infusion site was irritated and the patient stated she was feeling pain and a burning sensation. It was also reported that blood was observed on the patient's skin. When the pod was removed, it was noted that the cannula appeared bent. As treatment, the patient used an insulin injection pen.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. Although no issues were noted with the device, it could not be conclusively determined what caused the reported irritation/pain at the infusion site.